Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information provided, it was reported that 2 times the suction of 2 vapr cp90 electrode (all: 228146; all: lot u2008009) were blocked, before they were in-sito. The complaint device was received and evaluated in juarez laboratory. Visual inspection revealed that any anomalies on the device could be observed. The cable is in good condition as well as the connector and pins. The suction tube shows saline residues. The electrode tip shows signs of activation and biological residues. For the suction testing, the electrode was sent to the manufacturer for further evaluation. The vapr coolpulse90 electrode was returned to manufacturer for evaluation. The manufacturer conducted visual inspection and functional test of device received by customer. The visual inspection revealed that the device was not returned in the original packaging. Also, device appeared in a used condition with tissue in and around the active tip and it was identified a slight bend in the shaft. Finally, no visible damage to the handle, cable or plug on either device. The parameters of the electrical test were passed. The functional test was performed, the results showed that the suction path was blocked. A thin gauge wire was used to locate the blockage. This confirmed that the blockage was at the distal end of the active suction tube and was caused by tissue debris. A DHR review has been performed for the complaint device lot number u2008009; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. Based on a review of the investigation findings and ra review no correction action has been implemented. The investigation confirmed that the suction path was blocked. The device was found to fail flow specifications due to tissue debris within the suction path at the distal end of the device which could not be removed during the investigation. The product IFU cautions not to allow the electrode to become covered in tissue debris. If this occurs, use a new electrode. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Additional narrative: UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during an arthroscopic shoulder stabilization procedure on (B)(6) 2021, it was observed that the suction on the electrode device was clogged. Another like device was used to complete the procedure with a five minute delay. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.